Event description:
Customer reported an issue with the v series monitor, which may have affected spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's isolated host communication board. Unit was calibrated and safety tested unit to factory specifications.